Event description:
During a laparoscopic appendectomy, after loading the endo-gia stapler, a small yellow object was seen on the video screen. The piece was in the patient's abdomen, but was removed with the neptune suction (piece found in the trap at the end of the case). It was determined that this was a small piece of plastic that broke off of the staple guard. There was no harm to the patient.